Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion at a hospital. The reporter stated that the unspecified medication did not finish infusing within the expected time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured december 14, 2014 ¿ december 15, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After the luer cap was removed, continuous flow was observed from the luer. The reporter condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.